Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the cx. Approximately 3.5 months post procedure the patient suffered worsening coronary artery disease and was treated with medication and non target vessel stenting of the 1st rpl with a resolute onyx des. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. The sponsor assessed the event as not related to the anti-platelet medication and possibly to the device. Cec adjudicated the event a non q wave mi of the target vessel, 3rd udmi spontaneous.